Manufacturer narrative:
Pump received with intermittent button response due to flattened (escape, up and act) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test or verify motor error alarm due to buttons not responding. The motor was tested outside of the device and passed noted.

Event description:
Customer is calling to report motor error and a motor position encoder error. Trouble shooting was performed and customer was able to complete pump rewind. Drive support is normal. Product is expected to return.